Manufacturer narrative:
After battery installation, both the down and enter buttons were not responding. After further review, there was corrosion underneath the dome switches of all of the buttons. Unable to perform displacement and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had still alerting stuck button and flashing red on the front insulin pump. Customer stated insulin pump had keypad anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.